Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, three needles broke and fell into the cavity. Two of the three needles broke while suturing the dura. Another device was used to complete the case. There was no patient injury.